Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. (B)(4): product ID rvdr01 implanted: 2012-(B)(6); product ID 5086mri58, implanted: 2012-(B)(6). (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) with no information. Information identified in the manufacture¿s data base indicated the patient died approximately three months post implant of the ipg system. No further information regarding the death is available.

Manufacturer narrative:
Product event summary #(B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
No eval explain code.